Event description:
Additional information was received during follow-up. The reporter informed that the patient was sent home in good condition.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. A sample was not returned for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the console displayed "too much pressure in the syringe for silicone oil" during a cataract/vitrectomy procedure. The pressure was reported to be about 70-75mm hg (millimeters of mercury). The cannula popped off the syringe. The product was replaced and the procedure was completed. The reporter informed that the patient experienced bleeding because of the change of the pressure. The patients current condition is unknown.